Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated MDR # 2937457-2014-01297, 1225714-2014-05300 and 1225714-2014-05301.

Event description:
The plaintiff's attorney alleged that the decedent experienced shortness of breath and a cardiovascular event on or about (B)(6) 2009 and subsequently expired after the use of the product.